Manufacturer narrative:
UDI # unknown. The actual complaint product was returned for evaluation. One used sample without original packaging was received for evaluation. The sample was received with the catheter tubing detached from the cone adapter. There is a visible ring of adhesive residue seen on the proximal end of the tubing. This ring is located a 6mm from the proximal tip. The components were viewed under uv light. There is visible application of adhesive with optical brightener on both the tubing and the cone adapter. The adhesive appears to be consistently applied. The device history record for m5250t634 was reviewed and the product was produced according to product specifications. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported the during suctioning, the suction catheter detached from the cone adapter and remained in the endotracheal tube. The catheter was removed and a new suction system was placed. There was no injury to the patient reported. No further information has been provided at this time.